Event description:
A nurse reported experiencing a malfunction alarm while at work and attempted to reset the device but lacked charging supplies. The nurse planned to call back to continue troubleshooting, and technical support left the case open for follow-up. Although no specific events occurred before the malfunction, the nurse confirmed that blood glucose levels did not exceed 500 mg/dl. Technical support provided pump reset information and helped the nurse reset the pump, with the nurse using multiple daily injections as backup therapy. Later, the technical support team tried a second follow-up through email and eventually closed the case.